Event description:
It was reported that the patient presented prior to routine generator change with right atrial lead exhibiting noise resulting in over-sensing. Programming interventions were made. The patient was stable.